Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.

Event description:
Caller indicated the relion micro meter was reading high. Customer states that ever since she purchased her meter on (B)(6) 2013, she has had high readings, a few in the hundreds. She has been dosing herself based on the meter readings. On (B)(6) 2013, she took a reading at 11:48am and got 137 and took her insulin as usual. A few hours later she took a reading and got 221. She took her insulin as usual but started to feel sick and nauseated. She also felt a cold sweat. She had some peanut butter and felt better. She is taking insulin 5 times a day as advised by her doctor; however, she currently doesn¿t feel meter is reading accurately and doesn¿t want to take dosages based on the meter readings. She is washing hands and letting them dry, uses alcohol and lets that dry too. She keeps meter and strips in her bedroom and doesn¿t have control solution to test meter. Customer was not able to see the serial number on the meter. Replacing product.